Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted shortly after it was implanted. The reason was not provided. This device was successfully replaced. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted shortly after it was implanted. The reason was not provided. This device was successfully replaced. No additional adverse patient effects were reported.